Manufacturer narrative:
Record was canceled within the system in error. The record was reopened upon discovery and submitted.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.